Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely low k result was obtained on a patient sample on a dimension exl 200 instrument. Siemens reviewed the data provided by the customer and determined that the customer replaced flush solution prior to the discordant results. The customer stated that quality controls (qcs) were within range on the day of the event. The customer also performed the following: replaced pump tubing, rotary valves seal, integrated multisensor technology (imt) sensor, and x2/3 tubing; received acceptable calibration and unacceptable dilcheck. The customer service engineer (cse) spoke with the customer remotely. As per siemens instructions, the customer replaced the sample probe and x tubing, adjusted transducer arm, adjusted pump rate, ran test sample, dilcheck and qcs, resulting acceptably. Additional qc results were run and considered unacceptable. The cse was dispatched to the customer's site and performed the following: replaced standard a/b and sample diluent; found a missing spring for pressure bar; primed all fluids; ran dilcheck, patient sample precision and qc, resulting acceptably. The cause of the discordant, falsely low k results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low potassium (k) result was obtained on a patient sample on a dimension exl 200 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension exl with lm instrument, resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of adverse health consequences due to the discordant, falsely low k result.